Event description:
It was reported that there was loss of therapeutic effect accompanied by a depleted implantable neurostimulator (ins) and a return of symptoms. The ins was charging at the time of the report and there were 6 coupling boxes. The caller stated it was sometimes difficult to charge the ins through a t-shirt and coupling boxes would sometimes diminish if the patient would move so they now used a shoulder holster. The caller later reported a shocking or jolting sensation over the "past weekend". The patient's ins battery went down and was recharged but when the stimulation was turned on the patient felt a "little jolt". The caller said the patient was still "flapping around" even though the device was turned on. The battery was fully charged according to the controller and the recharger but he was still trembling. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), implanted: (B)(6) 2015 product type: recharger. Product ID 64001, lot# n431493, implanted: (B)(6) 2015, product type: adapter. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0555258v, implanted: (B)(6) 2005, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type; extension. Product ID 3389s-40, lot# v568201, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).